Event description:
It was reported that the pt underwent an unk spinal fusion procedure using posterior instrumentation. At an unk time post-op, the pt underwent a revision surgery to remove two broken rods.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without additional device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.